Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The physician attempted to direct stent a lesion in an unspecified vessel with a taxus liberte' 3.0x20mm drug-eluting stent but encountered difficulty. The stent delivery system was removed to dilate the lesion again, and it was noted that a stent strut was raised. The procedure was completed with another taxus liberte' stent. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. There was no indication of a manufacturing defect or anomaly identified within the review of the manufacturing records for the reported batch number. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause will be documented as operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty. Product unavailable for analysis.